Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis.

Event description:
The sales rep reported the purple electrode was not working. There was no patient impact. Additional information has been requested.